Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
At the patient's follow-up visit it was reported that the right ventricular (rv) lead exhibited no capture at full output bipolar or unipolar and pacing impedance was high. It was noted that the threshold was high on the graph that could be viewed. Per the cardiologist a recheck will be done in three months. The lead remains in use. No patient complications have been reported as a result of this event.